Event description:
A biomedical technician contacted fresenius technical support to report they can't turn on the liberty select cycler while in power up. The patient was not connected during incident. (B)(6) (biomed) stated he tried several outlets. He did not press any keys because he knows exactly how the cycler sounds when it comes on and, in this case, there was no sound indicating the cycler power on. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to discontinue using their current unit. There was no patient involvement, no harm or adverse event reported. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and a written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: actual device returned to manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed signs of physical damage on cassette door. Visual indications of dried fluid within cassette compartment on pump. No visual indications of particulates within cassette area. No burrs or sharp edges in cassette area that may have punctured cassette membrane. Voltage verification check passed. Screen brightness check failed- when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however front panel display remained dim. Internal inspection of cycler found a short on t1 of inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. Inverter board located on rear of front panel assembly. Known good inverter board installed and display became operational. Screen brightness check passed. Pre-accelerated stress test (ast) simulated treatment performed and encountered m01-21 alarm. Failure traced to reservoir tank leaking pressure. Replaced reservoir tank for further investigation. Pre-ast simulated treatment performed without any failures or problems. Internal visual inspection of the returned cycler was performed. Visual indications of dried fluid under pump assembly on bottom cover. Cause of observed dried fluid could not be determined. No discrepancies encountered with mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.